Manufacturer narrative:
(B)(4). Date sent: 10/09/2025 corrected data: h7 (remedial action initiated type), h9.

Manufacturer narrative:
(B)(4) date sent: 07/02/2025 d4: batch #393d53. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes, it did. Or did the device start to deploy staples and cut but could not be completed (partially fire)? The knife moved forward slightly, and then stopped. Or did the device fully fire and stop during the automatic knife return? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. In addition, a reload (b) was received unfired. In addition, a battery pack was received along with the device and two packaging materials for vasecr35s were returned. During the visual inspection, nicks were observed on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reloads (a&b), also with a test reload were tested for functionality in the straight position by resetting and reloading it into the device. During the functional test of reload (a) device could not be fired due to locked out condition, and the cartridge sled was in 1/10 partially fired. The firing test was repeated several times, and the sled was pushed into the home position with fine tweezers after the vasecr35(a) loaded on the actual device, but each time the actual devices could not be fired due to locked out condition, and the cartridge sled was in 1/10 partially fired. The device achieved its complete firing sequence without any difficulties from reload b and test reload. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9743l, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 393d53, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory procedure, when tried to fire, the knife moved forward slightly, and then stopped. The cartridge (lot: 317d74) was locked out. The cartridge (lot: 367d26) was taken out to the mayo table, but it was unused. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.